Event description:
As50 pump was set up to infuse fentanyl 5 mcg for pain management on 11-month-old pt. After 6 hours, nursing staff noted the medication had not infused. No alarms or other indications that pump was not infusing. No injury to the pt resulted.